Event description:
It was reported that this pacemaker had an erosion and infection. Reportedly, the patient has an eroded lead coming out of the skin however, there is no redness or pus. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an erosion and infection. Reportedly, the patient has an eroded lead coming out of the skin however, there is no redness or pus. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information indicates that the erosion of leads confirmed. The field representative visually saw them and will follow up with cardiologist on the patient's status. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.